Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon could not be inflated. The 60% stenosed, non-calcified lesion was located in the non-tortuous left anterior descending (lad) artery. While attempting to advance the iq guide wire through the wire lumen of the maverick2 12 x 2.0mm balloon catheter, the guide wire perforated through the proximal portion of the balloon. Upon removal, the physician attempted to inflate the balloon to 6 atms, however, the balloon was unable to maintain pressure and a hole was observed. The procedure was completed with another of the same device. There were no pt injuries or complications. The pt's status was reported as "stable."

Manufacturer narrative:
Microscopic examination of the inflation lumen found a puncture hole that appeared to rupture outwardly, approx 2mm proximal to the proximal edge of the proximal markerband. The device was attached to an inflation unit and during attempts to inflate the balloon liquid leaked out through the tip and the hole in the inflation lumen. Using a blade, the inflation/outer lumen was removed to examine the inner/guide wire lumen. It was noted that a hole existed in the inner lumen at the same location as the hole in the outer lumen. This type of damage is consistent with the guide wire puncturing through the inner and outer extensions. A detailed microscopic examination of the wire lumen and proximal markerband could not identify any issues that could have contributed to the complaint incident. A review of the mfg record for this batch number shows that the device met its material, assembly, and product specifications. The root cause of the balloon hole can be attributed to operational context.